Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, as soon as the needle was grasped by the needle holder, the needle detached from the thread. A new device was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted one suture and two needles. The suture was still within the retainer. One of the needles was detached from the suture. Upon microscopic inspection of the needle, normal crimp and swage marks were noted on the needle barrel. The end of the suture did not appear to have broken due to tension. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.